Event description:
A cardiac resynchronization therapy defibrillator (crt-d) system was returned from an unknown source with no information. Information identified in the manufacture¿s data base indicated the patient died approximately five months post implant of the crt-d system. A cause of death was requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempt(s) for additional information from the physician and funeral home were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Concomitant products: implantable cardio-verter defibrillator; product ID d314trg, implanted: (B)(6) 2012, implantable pacing lead; product ID 419478, implanted: (B)(6) 2012; implantable defibrillation lead; product ID 6996sq41, implanted: (B)(6) 2007, implantable defibrillation lead; product ID 694965, implanted: (B)(6) 2007. (B)(4).

Manufacturer narrative:
Clarification on dates for the reported information was obtained and noted the becomes aware date as november 13, 2013. Product event summary # product ID# 5076-45 a proximal portion was received measuring 6 cm. Analysis was performed and no anomalies were found, visual summary analysis of the lead was performed only.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.